Manufacturer narrative:
Continuation of d10: product ID 3560022 lot# va2xfsv product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3560022, serial/lot #: (B)(6), ubd: 08-mar-2026, UDI#: (B)(4) g2: country france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it was impossible to activate stimulation and configure the device. Verify external neurostimulator (ens) connected to the temporary extension but message "invalid cable, the test stimulation cable cannot be used for this programming" even though it was cable 3560022. No cause known. They did try to change of verify ens first, then change of patient remote control but still same error message. Decision of recovery of the scar and change of temporary extension. They ended up with recovery of the scar and change of temporary extension. Issue resolved. Affected extension was thrown away, and will not be returned.